Manufacturer narrative:
The csr stated that the surgical staff initially saved the white stapler reload involved with the reported event for return to isi for evaluation. However, the surgical staff inadvertently discarded the white stapler 45 reload. The site returned a box of unused white stapler reloads to isi with the same lot as the white stapler 45 reload involved with this complaint. The white stapler 45 reloads were tested and no trouble was found. The endowrist stapler 45 has been requested for return to isi for evaluation. However, the instrument has not been returned to isi at this time. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2016 revealed that during the initial attempts to use the endowrist stapler 45 instrument with the white stapler 45 reload, there were 2 incomplete clamps followed by 1 successful clamp and fire. The same endowrist stapler 45 instrument successfully fired 2 blue stapler 45 reloads later during the surgical procedure. This complaint is being reported due to the following conclusion: after firing a white stapler reload with the endowrist stapler 45 instrument, a small amount of bleeding was observed along an ima pedicle and the surgeon placed a clip on the vessel to control the bleeding. However, at this time, the cause of the intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, an endowrist stapler 45 instrument was fired and the staples did not form properly. As a result, the site claimed that bleeding ensued and the surgeon had to use a clip applier to stop the bleeding. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr), who was present during the surgical procedure, and obtained additional information regarding the reported event. The csr indicated that after the surgeon fired the endowrist stapler 45 instrument with a white stapler 45 reload installed, a minimal amount of bleeding was observed along the left colon around the staple line. The surgeon concluded that possibly the bleeding was a result of malformed staples along the staple line. The surgeon was able to immediately control the bleeding by grasping an inferior mesenteric artery (ima) pedicle which was partially skeletonized. The surgeon used an unspecified grasping instrument. After grasping the instrument, the surgeon used a laparoscopic clip applier instrument and applied a clip to the vessel. The surgeon then proceeded with the procedure with no further complications. According to the csr, the surgeon was able to use the same endowrist stapler 45 with no issues for the remainder of the procedure using blue stapler 45 reloads. The surgical procedure was completed with no reported post-operative complications.